Event description:
It was reported that the device was at elective replacement indicator (eri) and reached eri earlier than expected. It was noted that there was high right ventricular thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.